Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency room due to syncope. The device was interrogated and it was noted the patient's implantable cardioverter defibrillator (ICD) recorded one hundred and forty seven atrial tachycardia/atrial fibrillation (af) episodes, and one suspected ventricular paced marker without a paced beat. Follow up was conducted to no avail. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.